Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the mid right coronary artery lesion was pre-dilated with a 3.0x12 trek balloon catheter. A 3.0x15 mm xience skypoint stent delivery system (sds) was advanced to the target lesion, however the balloon failed to inflate, and the stent did not deploy. The sds was removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. A new same size skypoint sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported inflation problem and activation failure could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely handling and/or manipulation of the device during advancement to the lesion caused the noted inner member/delivery system damage and subsequent leak. The noted leak likely caused the reported difficulties of inflation problem and activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na